Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the patient connector of a transfer set and the titanium adapter. It was further described as "patient fell and the transfer set came apart at the titanium". This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. The titanium adapter remained in use. There was no patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics. No additional information is available.